Event description:
When the IV catheter was removed from the patient's extremity (wrist area) using proper procedure, the nurse noted the polyurethane catheter was not intact. The majority of the clear polyurethane remained embedded in the patient's extremity as evidenced by positive radiological exams. The patient was taken to surgery the following day for removal of the catheter. The catheter was removed without further complication. This is an isolated event.